Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent elevated blood glucose (bg) levels in the 300s (mg/dl). Reportedly, customer stated that they have been experiencing elevated bg levels with a specific lot number of infusion sets; however, they did not notice any defect or issue. Customer changed infusion site and administered correction boluses to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.